Manufacturer narrative:
The investigation of positioning issues has been completed. The impella device was not returned for evaluation. The pump positioning was poor after delivery as it was within the papillary. The team attempted to reposition and was unable to get out of papillary muscle and it came across the valve so then explanted the pump. Second pump placed with good position. The cause of the positioning issue was most likely use related as the pump was originally delivered too deep into the papillary but the replacement pump was able to achieve good position.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility reported a patient undergoing a high-risk percutaneous coronary intervention implanted with an impella cp device for mechanical circulatory support experienced a positioning issue that required explant with device replacement. The longer 14fr x25 cm sheath was placed due to calcified anatomy. The impella cp device was placed halfway in the body and could not pass the calcium with sheath and dilator. Dilator removed, shockwave advanced passed impella sheath and treated vessel. The dilator and wire placed back into sheath and able to advance. Impella was placed over the guidewire, crossed the valve, and the pump was started. However, the pump suboptimal position. The physician attempted to reposition, however, was unable to get out of papillary muscle. The physician, therefore, elected to remove and replace the impella cp device which was successfully completed.